Event description:
Intra-aortic balloon pump suddenly stopped pumping with no alarm. Rn found pumps with blank screen and no alarm. Rn tried to reboot/recycle pump power with no success. Pump exchanged with another balloon pump. Pump sequestered and sent to biomedical engineering. This is a previously reported event at this facility on this same model pumps. Manufacturer contacted to evaluate. Unable to determine pumps hours due to pump not turning back on in ac power. Manufacturer response for intraaortic balloon pump, datascope (per site reporter). Manufacturer notified and will respond to evaluate and investigate issue with pump turning off.